Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device was not returned; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, hemorrhage and neurological symptoms are known risks associated with endovascular procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event. Subject device was disposed.

Event description:
It was reported that after balloon angioplastic of the basilar artery a "small amount of bleeding" was observed. The physician advanced the balloon to the bleeding site and performed dilation until the bleeding stopped. The residual stenosis was 20-30% post procedure and the patient's symptoms improved. It was reported that approximately eight days post procedure, the patient had speech impairment, right upper limb muscle strength grade of 0, and 3 of the right lower limb. The patient is in rehabilitation therapy and was reported to have right upper limb muscle strength of 1, and lower limb muscle strength of grade 3. No additional information is available.